Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to loose flush drive support disk. No a33 alarms noted. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Event description:
It was reported that the customer was changing his reservoir and trying to fill his tubing. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the drive support cap was sticking out. Customer stated that they were not wearing the pump during priming. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.